Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the event.

Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2019 while wearing the lifevest. It was reported that the patient had chest pains and ems was called. Ems made resuscitation attempts and took the patient to the hospital. The patient later passed away at the hospital. Review of the download data, indicates that the patient received six treatment shocks. The patient's rhythm was supraventricular tachycardia (svt) at the time of the first treatment shock at 12:47:04 am. Two additional treatment shocks were delivered at 12:47:35 am and 12:48:04 am while the patient was in svt. Three additional treatment shocks were delivered between 12:49:04 am to 12:54:39 am while the patient was in vt. The post shock rhythm after the last treatment was asystole. The patient's last known rhythm was asystole with CPR artifact transitioning to bradycardia at 20 bpm transitioning to idioventricular rhythm from 12:55:11 am to 12:57:26 am. Post shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient was last seen in a life sustaining rhythm. The response buttons were not pressed during the treatment event. The patient later passed away on (B)(6) "2018" at the hospital. There is no indication of any device malfunction that caused or contributed to the patient's death.